Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to visible foam particles found inside the blower kit in remstar auto a-flex. Additionally, the service technician also found dust contamination noted five error code present e-30: err_motor_spinup_flux_high. The device was scrapped by the service center after the evaluation was completed.